Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of burr will not engage was confirmed. It was noted in the pre-repair diagnostic notes that the device "won't hold cutter." If additional info becomes available, a supplemental report will be submitted.

Event description:
Report received from the USA stating that the burr would not engage with the device. The device was being used during surgery. It was reported that there was no patient/user injury. It is unk if medical intervention or a delay occurred during the surgical procedure. There was no additional info provided.